Event description:
Patient presented to the physician with ipg moving in the pocket and pain at the ipg site after being struck in the chest accidently. Physician brought the patient into the or, re-anchored the ipg in the pocket more superior and medial, and closed.